Event description:
It was reported that the pump shut off unexpectedly while charging. There was no reported impact to customer's blood glucose. During troubleshooting, it was confirmed that the issue was resolved by charging the pump.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.